Event description:
It was reported that (1) hp052 was used during a lap chole procedure. It was reported by the rep that the harmonic scalpel stopped functioning during lap chole. A backup "luke" handpiece attached to the same generator and hdh05 blade system worked. There was no consequence to pt.